Event description:
It was reported that the patient underwent a posterior minimally invasive spinal surgical procedure. It was reported that the extenders did not match up so the surgery had to be converted to an open procedure. No additional patient complications were reported.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # m05h0318b and # sa09f139. (B)(4): manufacture date for lot m05h0318b is 5/22/06; manufacture date for lot sa09f139 is 6/25/09. (B)(4).